Event description:
It was reported that revision surgery was performed. The case came up in context of a 10-year follow-up of an observational study which was initiated by the surgeon and not by smith & nephew.